Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that an alarm sounded due to noise on ventricular channel. Short v-v counts (shorter than 130ms) only when an ventricular arrhythmias are present has been observed . This has been addressed to rs mst-techserviceseurope for deeper investigations. Us FDA MDR it was reported that the ventricular lead exhibited noise and some oversensing during a ventricular arrythmia. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.